Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind and the device failed the displacement test as a result of a motor encoder signal being out of phase.

Event description:
It was reported that the customer had multiple motor error alarms for the past two weeks. Advised the customer to discontinue used of the insulin pump and to revert to back up plan of manual injections. No further information was provided.